Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post device implant, on routine device check, the right ventricular (rv) lead exhibited a rise in thresholds and dislodgement of the rv lead was revealed to the atrial side. Insufficient lead slack was suspected as a possible cause due to the lead being implanted in the ventricular septum near the base. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.